Event description:
It was reported that the fiber cap detached inside the pt at 120,976 joules during a prostate procedure and that the beak of the scope was burned. It was reported that the fiber cap was visualized in the pt's bladder. It was not reported whether the fiber cap was retrieved. It was not reported how the procedure was completed. The MFR has requested additional info, which has not been obtained.